Event description:
It was reported the patient experienced a jolting sensation in the stump of the right leg. The day before the event, the patient underwent a heart ultrasound, EKG, and lancing of his arm that was infected. It was additionally reported that the patient's prosthetic was on incorrectly and may have caused movement in the groin area. The patient continued to feel a jolting sensation with the stimulation turned off. No further outcome was reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.